Event description:
It was reported the patient¿s lead was replaced due to not working.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-09, lot # l83196, implanted: (B)(6) 2001, explanted: (B)(6) 2013, product type accessory; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # v042627v02, implanted: (B)(6) 2009, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).